Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/29/2017 with the following findings: a review of the black box showed unexplained and recurring power on reset events on the date of the complaint. The battery compartment was cracked at the threads to the left of the bumper, and below the bumper traveling toward the case seal. The returned battery cap was unable to attach securely to the pump due to damaged battery cap threads. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboots occurred. The pump was opened to find no damage to the power circuit and no moisture. The complaint of no power was unable to be duplicated. (B)(4).